Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a system error 345 which was reproduced during incoming device evaluation assessment (idea) but not during evaluation. Current programming is lost when a system error is cleared which is likely what the customer was referring to. Multiple system error 345 alarms were verified through a review of the event history log. The cause was determined to be the upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would cut off during infusion and reset back to default mode. This occurred in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.